Manufacturer narrative:
(B)(4). Evaluation, results: (stroke).

Event description:
Pt is reported to have suffered a sensory stroke with right sided numbness approx 4 years & 9 months post index procedure. Pt complained of right sided numbness on the right hand side of their face. Pt was treated and discharged two days post event. The investigator has stated that this event was not related to the study device, procedure or study drug.